Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker openings, reloaded cartridge, attempted to resume insulin, and then used multiple daily injections as backup therapy when alarm recurred, while technical support instructed customer to wait for moisture to evaporate, arranged replacement pump and cartridge.